Manufacturer narrative:
(B)(4). Batch # n91g83. The analysis results found that the b5lt product was returned inside its original package. Upon visual inspection, it was observed that the obturator was found bent and the tyvek was found damage; it was noted to have a hole near where the obturator was bent. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the product was bent inside package, did not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.